Manufacturer narrative:
(B)(4). Event date: only event year known: 2021. Batch # 158a62. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was received with the doghouse damaged, fully loaded with staples and the swing tab in the locked position. No functional test could be performed due to the condition of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. The damage to the cartridge is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the cartridge did not fire. The surgery was delayed by 20-minutes. Suture was used. The surgery was successfully completed. There were no patient consequences.